Event description:
Analysis of the returned superion indirect decompression (ID) spacer revealed that the spindle cap was completely sheared off from the implant body and damage to the spindle and actuator shaft screw, additionally the right wing of the superior cam-lobe bent towards the median line. The damage to the implant indicates the break was likely due to excessive force while attempting to deploy against a rigid obstruction, resistance, and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states to not force deployment or implant breakage or damage to bony structures may result. Therefore, engineers concluded the probable cause is unintended use error caused or contributed to event.